Manufacturer narrative:
Results: the ruby coil embolization coil stretch resistance wire (sr wire) was fractured and the proximal constraint sphere was missing. Conclusions: evaluation of the returned ruby coil revealed that the sr wire was fractured. If the device is forcefully retracted against resistance, damage such as a fractured sr wire may occur. The lantern and non-penumbra guide catheter identified in the complaint were not returned for evaluation. Therefore, the root cause of resistance could not be determined. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the gonadal vein using ruby coils. During the procedure, the physician attempted to advance a ruby coil into the target vessel using a lantern delivery microcatheter (lantern) and a 5 fr non-penumbra guide catheter; however, while advancing the ruby coil, the physician experienced resistance and the ruby coil started to bunch up at the tip of the 5 fr non-penumbra guide catheter. The physician then retracted the coil; however, while retracting the ruby coil, it unintentionally detached inside of the guide catheter. Therefore, the guide catheter was removed containing the lantern and ruby coil. The procedure was completed using a new ruby coil with the same lantern and the same guide catheter. There was no report of an adverse effect to the patient.